Manufacturer narrative:
Continuation of d10: product ID: 8711 lot #: j10937r07, implanted: (B)(6) 2001, explanted: (B)(6) 2024, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported the patients pump was removed because it had been no longer helping or providing pain control.

Manufacturer narrative:
Continuation of d10: product ID:l 8711, lot# j10937r07, implanted: (B)(6) 2001, product type catheter; ubd: 2003-10-04, UDI: (B)(4). H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; 8711 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.